Event description:
Per the clinic, the patient experienced an extrusion at the implant coil site (specific date not reported) due to magnet too strong. Subsequently, the device was explanted on (B)(6) 2026, and the patient underwent a rotational flap over the skin defect. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient experienced an osteonecrosis at the implant site (right temporal bone).